Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) had no capture at maximum output. The ra lead also had a history of no sensing in the bipolar configuration and had been reprogrammed to unipolar sensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.